Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had an eye operation on tuesday and are on antibiotics. Caller stated they are back to their baseline symptoms and are leaking all over the place, can't hold it and getting up a lot last night. Caller added that they tried increasing the stimulation today (by one tenth) and could feel it so they know it is on. Caller is wondering if the antibiotics could be affecting their symptoms; agent reviewed role of patient services and redirected to hcp for this inquiry. Caller requested assistance in adjusting therapy more. Agent walked caller through increasing stim from 1.4ma to 2.0ma. Caller confirmed feeling stimulation strong but comfortable. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2025-oct-01 additional information was received from a patient. The patient called back to get compatibility for e-stim at the chiropractor. The agent reviewed guidelines. In talking the patient said they were very disappointed in the unit. They never saw the doctor after it was installed. They had been on their own. They never had any support from their doctor. The patient was going to have it taken out because it wasn't doing anything for them. For maybe the first two months it worked marvelous, and after that it was doing nothing. The patient went to a new urologist who said they could take it out for them. The patient was uncertain if they should take it out or not. The patient had tried turning the therapy off for a couple weeks and turned it back on . When they turned it back on it seemed to help a little bit. The patient used diapers and they had to change them as much as five times a day. They had a lot of accidents. The patient went to have and MRI and had the therapy turned off and hadn't turned it back on since. The patient said it is a new month and they were going to try the therapy again. The agent suggested keeping track of the date of changes and what they changed. If none of the programs worked, the agent explained there was the option of customized programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.